Event description:
It was reported by the customer that their device was squirting insulin during the manual priming process. Customer stated that while changing the infusion set, they accidently pressed the incorrect button and insulin started squirting out. Soon after, the device alarmed. Informed customer that alarm was due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 101 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded drive support disk. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.